Event description:
A 51-yr-old male who had been admitted as a post arrest was in the hosp requiring a temporary pacemaker. Pt was lying still; 100% paced with spikes visible when the pacer went asystole with no pacemaker spikes visible on rhythm strip or monitor. All cables and wires were attached. Pt was not moving or being moved. Rn in room at time of occurrence. Pacemaker was evaluated. The battery was found to test at 8/59 volts, which is adequate. The connecting cable was evaluated and x-rayed. There were two possible pacing wires/probes which have been sent for eval to co.